Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On 01/18/2024, it was reported that the patient was low and he could not stand anymore and fell to the ground, but was still conscious during the incident. The patient sustained injuries including a scrape on the left side of his face, sprain, and bruises on his leg. Per documentation, the patient could not recall a cgm value at that time. The bg was not checked at that time. The patient was not provided treatment for hypoglycemia at that time, but was sent to the emergency room when his wife called an ambulance. In the ed, the nurse took the glucose reading by pricking his finger. The bg was 103 mg/dl while the cgm was 127 mg/dl. The patient's blood thinner and oral antihyperglycemic were documented. The patient was in the hospital fewer than 24 hours. At the time of the report the day following the event, the patient was stable and completely fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Health effect clinical code - arthralgia.